Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During implant of a 26mm sapien 3 ultra valve in the aortic position, the valve would not advance through a stent in the iliac artery. The valve was deployed and stented in the iliac. The patient had bilateral iliac stents. Right sided access was obtained. The esheath with dilator would not advance past the bifurcation of the iliac. The distal portion of the sheath would not pass a previously placed stent. There was approximately 3-4 cm of stent past the end of the sheath when the dilator was removed. As the valve and delivery system were advanced through the esheath, the valve got caught on the stent and could not be advanced. The valve was attempted to be removed through the esheath, but was unsuccessful. The valve was attempted to be advanced again, but it was stuck. It was possible that the end of the valve was compressed, preventing it from being pulled into the esheath. The delivery system was pulled through the undeployed valve and removed from the patient. An 8mm covered stent was inserted through and expanded inside the valve. Angio showed flow through the iliac. Upon removal of the esheath, a split at the end of the sheath shaft and a tear of the liner were observed. There was no injury to the patient reported. They will be brought back at a later date for tavr.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This report represents the sheath used in the case. Please reference related manufacturer report number 2015691-2020-12562. The lilacs were stented 2 week prior to tavr. CT was not performed after the stents were placed. The devices were not returned to edwards lifesciences for evaluation. Therefore, visual, functional and dimensional analysis could not be performed. No applicable imagery was provided for review. As the sheath lot number was unknown, DHR and lot history review were unable to be performed. The control limits for the associated trend categories were not exceeded for july 2020. The IFU, device preparation training manual, procedural training manual, and procedural manual were reviewed for instructions/guidance for preparation and use of the devices: the user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Per the procedural training manual, sheath insertion: the proximal tapered end of the sheath is larger in diameter. Hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Ensure the sheath and dilator remain together during insertion at all times. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted beyond the renal arteries. Once inserted, remove dilator and suture sheath in place. Note: do not use if the sheath is damaged (i.e. Kinked or stretched). Additional considerations: proper screening is critical to reducing vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity, and degree of calcification. Perform shallow stick/puncture so that sheath is parallel to leg. Do not over-manipulated the sheath at any time. Do not force sheath. If having trouble inserting sheath, remove the sheath and try pre-dilating the vessel with a dilator or making the incision larger. Check to ensure sheath is not damaged before reinserting. If damaged, return and replace with a new sheath. Per the procedural training manual, delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. For the shorter loader configuration, keep loader in sheath until just before delivery system removal at end of procedure to maximize system working length. Note: longer loader can peel away and be removed. Note: aspirate as necessary during delivery system insertion. Note: take care when handling. Do not bend system either at the handle or tip. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Peel away longer loader for 20, 23, 26, and 29 mm valve size. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Note: in expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace. Do not over-manipulate the sheath at any time. Caution: the thv should not be advanced through the sheath if the sheath tip is not above the renal arteries. Caution: to prevent possible leaflet damage, the thv should not remain in the sheath for over 5 minutes. Thv retrieval back into sheath tip: thv can be retrieved through sheath only before thv deployment still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. No IFU/training deficiencies were identified during manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaints were unable to be confirmed. Due to unavailability of returned device, engineering was unable to perform any visual, functional or dimensional analysis. As a result, the presence of a manufacturing nonconformance was unable to be confirmed. Additionally, as the work order was not provided, reviews of the DHR and lot history were not able to be performed. However, a review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported, the distal portion of the sheath would not pass a previously placed stent, and approximately 3-4 cm of the sheath was not through the stent when the dilator was removed. It is likely that the patient¿s previously implanted stent did not create a favorable pathway to insert the sheath without difficulty. The stent potentially could have split the sheath¿s distal tip through contact with its material during insertion of the sheath. Additionally, it was reported as the valve and delivery system were advanced through the esheath, the valve got caught on the stent and could not be advanced. The valve was attempted to be advanced again, but it was stuck. It was possible that the end of the valve was compressed, preventing it from being pulled in to the esheath. It is possible that the valve was damaged during the effort to overcome this difficulty. The distorted valve¿s profile may have torn the liner while being advanced through the sheath. Additionally, it would have increased the chance of being caught on the sheath distal tip during removal and lead to a further damaged distal tip. The distorted valve could have also further torn the liner as it was withdrawn through the sheath. While a definitive root cause is unable to be determined, available information suggests that patient factors (pre-existing stent) and/or procedural factors (excessive device manipulation; withdrawal of distorted valve profile) may have contributed to the complaint events. The complaint for ¿sheath distal tip ¿ split¿ was unable to be confirmed. No manufacturing non-conformances that would have contributed to the reported events were identified. A definitive root cause was unable to be determined at this time, but it is possible that patient factors (preexisting stent) and/or procedural factors (withdrawal of distorted valve profile) contributed to the reported event. Since no labeling, training or IFU deficiencies were identified, and the occurrence rate did not exceed the trending control limits; therefore, no corrective and preventative action nor pra is required at this time. The complaint for ¿sheath shaft ¿ liner torn¿ was unable to be confirmed. No manufacturing non-conformances that would have contributed to the reported events were identified. A definitive root cause was unable to be determined at this time, but it is possible that procedural factors (excessive device manipulation; withdrawal of distorted valve profile) contributed to the reported event. Since no labeling, training or IFU deficiencies were identified, and the occurrence rate did not exceed the trending control limits; therefore, no corrective and preventative action nor pra is required at this time. The complaint for ¿sheath shaft ¿ insertion difficulty-in patient¿ was unable to be confirmed. No manufacturing non-conformances that would have contributed to the reported events were identified. A definitive root cause was unable to be determined at this time, but it is possible that patient factors (preexisting stent) contributed to the reported event. Since no labeling, training or IFU deficiencies were identified, and the occurrence rate did not exceed the trending control limits; therefore, no corrective and preventative action nor pra is required at this time.